Event description:
Caller reported a cgm error 42 related to the g6sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided complete instructions for a pump reset, guiding the caller through the process. After the reset, the sensor functioned correctly, and the cgm error code did not reappear.